Manufacturer narrative:
Concomitant medical products: product ID: 97745, serial#: (B)(4), product type: programmer. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received regarding a patient with an implantable neurostimulator (ins), and it was reported that the controller was not working. The patient would have to charge the ins 2-3 times per day. The patient stated the ins would shut off and the controller would show it off. It was reported the battery level shown on the controller would be different than that seen on the clinician programmer. The controller would show the ins at 20% and the clinician tablet at 70%. The patient would charge for 2 hours, but the controller would show only 7 minutes of charge time. The patient stated the external equipment was not damaged. Patient was issued a new controller. No symptoms were reported. There were no reported complications and no further complications were expected. Patient was implanted for spinal pain.